Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 435 mg/dl. The customer experienced vomiting, sweating, a slight cold and fatigue. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer had received a no delivery alarm due to a bent cannula. Nothing further was reported.